Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test, and unexpected restart error tests. No excessive no delivery alarms were noted. The pump passed all operating currents tested within the specification range and passed the off no power tests. The pump was received with a cracked reservoir tube lip and minor scratches on the display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that they received no delivery alarms. The customer's blood glucose was around 250 mg/dl at the time of incident. The customer stated that the blood glucose reached over 400 mg/dl. The customer stated that they tried different infusion sets or cannula lengths. The customer stated that the insulin was not expired or denatured. The customer stated that the sites were rotated. The customer stated that the tubing was not bent or kinked. The customer stated that they tried all remedies. The customer mentioned that they were able to push insulin out with plunger but the no delivery alarm recurred. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.